Manufacturer narrative:
It was reported the needle is not screwed on correctly to the syringe. As a sample was not returned a thorough sample evaluation could not be performed. To aid in the investigation, one photo of a 10ml luer lok syringe with a blunt fill needle was received and evaluated by our quality team. The photo shows one loose syringe with the needle attached lying next to a package showing the top web. The defect reported could not be observed or confirmed from the photo provided. A device history record review was completed for provided material number 305604, lot 4037749. The review revealed all visual inspections were performed per requirements with no quality notifications related to the reported defect. Lot 4037749 was inspected and accepted on meeting our inspection control plan, approved for shipment, and is considered in compliance with our product specification requirements. To date, there have been no other similar events reported for this lot. No further action is required at this time. Based on the investigation, the defect reported was not identified. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 305064. Batch# 4037749. It was reported that the bd syr 10ml ll w/ndl 18x1-1/2 blunt fil had a syringe needle connectivity issue. The following information was provided by the initial reporter: needle is not screwed on correctly to syringe.